Manufacturer narrative:
Results: the sep3 atraumatic tip from fractured off the delivery wire approximately 189.5 cm from the proximal end. Conclusions: evaluation of the returned sep3 revealed that the atraumatic tip was fractured distal to the bulb. If the device is forcefully manipulated during use the core wire may become fatigued. If the fatigued device is repeatedly manipulated, a fracture may occur. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the radial artery using an indigo system separator 3 (sep3). During the procedure, the physician made 10 passes using the sep3 with an indigo system cat3 aspiration catheter (cat3) and a non-penumbra sheath. While retracting the sep3, the physician noticed that approximately 10 millimeters of the distal tip of the sep3 had broken off and was stuck in the remaining clot. Therefore, the cat3 and sep3 were removed. The physician then advanced an indigo system cat5 aspiration catheter (cat5) and successfully aspirated and removed the broken tip of the sep3. The procedure was completed using the same cat5 and sheath. There was no report of an adverse effect to the patient.